Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation did not confirm any functional issues related to the reported event. The system controller (B)(4) returned for evaluation following the patient passing away. The system controller was returned for evaluation without a backup battery/ribbon cable installed. No specific issues related to the returned system controller were reported. The returned system controller was functionally tested and found that the system controller supported the system without issue throughout testing. During testing dim pump running symbol (leds) were observed; however, this did not affect system support. As a result, a correlation between the reported event and the system controller could not be established through this investigation. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low speed advisory/hazard, low flow hazard, driveline fault alarm conditions, and pump off alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history record were reviewed. The device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate ii system controller serial number (B)(4) was shipped to the customer on 15jan2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2020-05920. It was reported per the vad coordinator, the patient passed away due to cardiac arrest. It was reported that the device operated as intended. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. The controller was returned for evaluation without a backup battery/ribbon cable installed.